Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze while attempting to transmit a patient's ECG.  The device would not power off until the batteries were removed and reinstalled.  The customer further advised that the device now freezes and becomes unresponsive whenever powered on.  No further details about the patient or the event were provided.  The patient's outcome was not reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio provided the customer with a quote for repair, however, the customer declined service and requested that the device be returned to them unrepaired. The cause of the reported issue could not be conclusively determined.